Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) communicated limited information to a programmer ('device malfunction') during a follow-up that was initiated by the patient's report of receiving a shock while he was asymptomatic. The device was explanted and replaced without incident.